Event description:
The customer contact reported that during testing at the user facility, channel b of the device did not sound an audible alarm tone during an alarm condition. The event was noted during the incoming inspection of the device prior to clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.